Manufacturer narrative:
Additional manufacturer narrative: post-operatively, the body undergoes various phases of the tissue response continuum resulting in the fibrous encapsulation of the ring. Local and systemic factors of the patient may play a role in the wound healing and inflammatory responses to biomaterials and implants. In this case, the patient required surgical intervention due to pannus formation leading to severe mitral stenosis and moderate regurgitation. The root cause for the pannus remains indeterminable; however, patient and procedure related factors likely contributed to the event. The device was not returned for evaluation. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 30mm annuloplasty mitral ring, implanted four (4) years, four (4) months was explanted due to pannus formation leading to severe mitral stenosis and moderate regurgitation. The explanted ring was replaced with a 27mm pericardial mitral valve. Per medical records, the ring was resected and a complete pannus formation incorporation of the ring was identified. Some of this responsible for leaflet thickening and restricting the base of the anterior leaflet and the entire posterior leaflet. The anterior leaflet was then resected. All leaf material was removed enough to resuspend the chords, every single chord to the anterior leaflet was spared and incorporated into the suture line. Posterior leaflet was entirely spared except for a few areas of pannus formation and plaque buildup on the posterior leaflet, which were debrided. A 27mm valve was implanted. The patient was weaned from cardiopulmonary bypass without difficulty. Tee demonstrated a well functioning mitral valve bioprosthesis with good leaflet mobility. There was no perivalvular leaks and no problems. The patient tolerated the procedure well and was transferred to cvicu in stable condition. The patient recovered and was discharged home on pod #8.